Event description:
It was reported that following an ablation procedure, the patient experienced pneumonia and impaired cognition. The patient entered the hospital on (B)(6) 2018 for pneumonia and discharged on (B)(6) 2018. The patient was prescribed medication. The event was considered resolved on (B)(6) 2018. There were no further patient complications reported in relation to this event.